Event description:
Unspecified surgery of synovium and cartilage [surgery]. Effusion repeatedly developed in knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011, from a (B)(6) female pt, initials (B)(6) with gonarthrosis. On (B)(6) 2011, the pt initiated the treatment with synvisc into an unspecified knee. The synvisc lot number was not provided. On an unspecified date in 2011, after the synvisc therapy, pt experienced effusion that developed repeatedly in the knee which resulted in an unspecified surgery of synovium and cartilage. The action taken with synvisc treatment was not provided. The pt's outcome for the events of "effusion that developed repeatedly in the knee and unspecified surgery of synovium and cartilage" was not provided. Concomitant medications were not provided. The intensity for the events was not provided.

Manufacturer narrative:
Additional information was received on (B)(4) 2011, in the form of a qa investigation summary. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.